Event description:
A malfunction occurred reported with a specific malfunction code "malf 9" displayed on the customer's device. There was no adverse impact on the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction in the previous 24 hours until assisted by customer support. Technical support provided information and guidance to reset the pump, including ensuring the pump was charging, entering storage mode, reloading the cartridge, and confirming the date and time settings. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any further issues. If the malfunction code reappears, the caller was instructed to contact support again.